Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported several cases of toxic anterior segment syndrome/ inflammation/ endophthalmitis following intraocular lens (iol) implant procedures dating back to late 2017. The reporter did not specify which adverse event mentioned was related to this specific case. Additional information was provided indicating that no cultures were performed for this specific case. Additional information was provided by the physician, who reported that the patient experienced pain, foreign body sensation, decreased vision and corneal edema. The patient had developed conjunctival inflammation 3+ aqueous cell and hypopyon. In the surgeon's opinion there is no apparent cause. Approximately 3 weeks later, the patient was diagnosed with endophthalmitis and 2+ vitreous inflammation. No cultures were performed. The patient was referred to a retinal consultant who evaluated and performed intravitreal injection of antibiotics. The intervention was effective and the outcome of the event resolved.